Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard a beeping sound. Boston scientific technical services (ts) reviewed and showed that the battery of this device went from eight months to less than three months of longevity remaining. A request was made to have the data from this device analyzed. Data analysis confirmed that power consumption is increasing in a gradual fashion. To date, the device remains in service. No adverse patient effects were reported.